Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2 and h10. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported the product was not returned so the malfunction could not be confirmed and a root cause could not be determined. The system worked after restarting. The complaint and CAPA history have been reviewed, and this appears to be an isolated phenomenon. Therefore, no further correction actions are recommended at this time.

Manufacturer narrative:
The laser was not returned to the service center for evaluation. As part our investigation, the service center followed up with user facility to obtain additional information via telephone and in writing but with no result. The instruction manual provides a statement on how to remove stones. Lithotripsy: for effective dusting and fragmentation, the tip of the laser fiber should be directly in contact with the stone. Whenever possible, laser energy should be directed at the side of, or at weak points in the stone. The stone should be progressively reduced in size by slowly removing small fragments. Continuous irrigation should be used to wash away stone fragments and to provide cooling of the treatment site.

Event description:
The service center was informed that the laser shut down during a case twice. The fiber touched the stone, it embedded itself in it and the unit shut off. The laser was turned back on and worked without issue. The intended procedure was completed with the same device. There was no patient injury reported.